Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they went to the dentist who confirmed they were not a good candidate for the aligner treatment. Since they started treatment they have gotten so many cavities, their mouth and jaw are so tight and in constant pain. Had their tooth chip while taking off the aligner.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.